Event description:
It was reported that the ventilator the ventilator generated alarm for o2 sensor failure. The air gas module was replaced. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarm for o2 sensor failure.the o2 sensor was replaced according to the recommendation in the service manual and it was later reported that the air gas module also had been replaced. No part was returned. The evaluation of the received device logs showed alarms for high o2 concentration but no indication of an o2 sensor failure. All pre-use checks in the received device logs had passed. No further information has been received as no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref #: 258673